Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient was treated for adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second MDR was created to address the composix ex mesh implanted during explant of the bard flat mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - patient was diagnosed with vaginal prolapse, urinary incontinence and underwent an abdominal sacrocolpopexy with implant of a bard/davol flat mesh and a non bard/davol tvt sling via obsturator approach. (B)(6) 2009 - patient was diagnosed with a recurrent genital procidentia and underwent exploratory laparotomy, lysis of adhesions, explant of the previously placed bard/davol flat mesh and implant of a "gore-tex" (bard/davol composix) mesh during a vaginal sacral colpopexy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.